Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of a system error was confirmed through log analysis, with error code 132.3000.0 (tamper resist switch stuck) observed. However, the event could not be replicated during functional evaluation, as the device operated within specification. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would contribute to the reported event. All parts inspected were manufactured by bd. Thorough laboratory testing confirmed that the pcu performed with no errors or malfunctions. The returned system was evaluated in its ¿as-received¿ condition. The pcu powered on successfully and did not exhibit any system errors during testing. Two known good pump modules were connected and programmed for a basic infusion at a rate of 100ml/hr with a vtbi of 2400ml over 24 hours. The infusion was completed successfully with no errors or alarms observed. The pcu was then power cycled (turned on and off) ten times to check for failures; no anomalies were noted. Upon entering maintenance mode, a message appeared indicating that the unit was due for preventive maintenance. A full preventive maintenance task was performed using the alaris system maintenance (asm) software version 12.5.0. All tasks were completed successfully. Additional testing was performed on the tamper resist switch, which is used to enter maintenance mode, due to error code 132.3000.0 found in the logs. The switch was pressed during ten power cycles following the procedure outlined in the technical service manual. The error was not reproduced, and the device operated within specifications. The logs from the pcu were retrieved to determine the details of the reported event. According to the facility, the event occurred on 09sep2025; however, the event time was not specified. A review of the pcu event log showed activity on that date at 2:36 pm, when the unit was powered on. Immediately after power-up, the tamper switch was pressed, maintenance mode was activated, and a system malfunction occurred within the same minute. The unit was powered off at 2:37 pm, and no further activity was recorded that day. A review of the pcu error log showed a malfunction entry on (B)(6) 2025 at 2:36:50 pm with code 132.3000.0 (stuck closed failure). The same code was also recorded previously on (B)(6) 2025 and (B)(6) 2025. According to the system error tip sheet, a system error message indicates that the bd alaris¿ pc unit (pcu) has detected a hardware or software malfunction during its self-checking process. Do not power down the affected pcu until a replacement unit is available. Obtain a new pcu, tag the malfunctioning unit, describe the error, and return it to your facility¿s clinical engineering or biomedical department for evaluation and repair. Per the bd alaris user manual version 12.3.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4)) the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.